Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose level. Customer's blood glucose level at the time of incident was 439 mg/dl. Customer reported random no delivery alarms and battery was not lasting 7 days. Customer declined troubleshooting. The insulin pump will be returned for analysis.